Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient is experiencing discomfort where the leads are in his spine. The physician believes that scar tissue may be forming around the leads which is causing discomfort. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient's paddle lead was repositioned and that the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient is experiencing discomfort where the leads are in his spine. The physician believes that scar tissue may be forming around the leads which is causing discomfort. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient is experiencing discomfort where the leads are in his spine. The physician believes that scar tissue may be forming around the leads which is causing discomfort. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-25, (B)(4), (B)(4), description: lead extension, 25cm.